Event description:
Patient suffered bradycardia at onset of ablation, likely vagal response to stimulation. Heartrate (hr) noted to be 17bpm, sa02 99%, etco2 approximately 20. Ivp atropine had been administered and epinephrine 200 mg given. Pulse check performed with no appreciable femoral pulse per nursing, therefore chest compressions were started. Laryngeal mask airway removed, endotracheal tube placed with + etc02 confirmed. Compressions occurred for approximately 30 seconds, stopped after pulse, etc02 increased to normal hr & rhythm confirmed. Patient remained hemodynamically stable and was extubated after displaying appropriate respiratory effort and neuromuscular recovery. EKG performed in post-anesthesia care unit displaying normal sinus rhythm. Possible laryngospasm, however no loss of etc02 or desaturation noted.

Event description:
Patient suffered bradycardia at onset of ablation, likely vagal response to stimulation. Heartrate (hr) noted to be 17bpm, sa02 99%, etco2 ~ 20. Ivp atropine had been administered and epinephrine 200 mg given. Pulse check performed with no appreciable femoral pulse per nursing, therefore chest compressions were started. Laryngeal mask airway removed, endotracheal tube placed with + etc02 confirmed. Compressions occurred for ~ 30 seconds, stopped after pulse, etc02 increased to normal hr & rhythm confirmed. Patient remained hemodynamically stable and was extubated after displaying appropriate respiratory effort and neuromuscular recovery. EKG performed in post-anesthesia care unit displaying normal sinus rhythm. Possible laryngospasm, however no loss of etc02 or desaturation noted.